Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was selected for implant using a large flexnav delivery system (ds). The valve was loaded and prepped per the IFU. During the procedure, the ds was unable to go through the access site because the valve capsule marker band had bent outwards. The ds was replaced and the procedure was able to be completed. There was a vascular complication on the right femoral side that was stented with a non-abbott graft. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable during the procedure and there was no clinically significant delay. The patient is stable.

Manufacturer narrative:
It was reported that the ds was unable to go through the access site because the valve capsule marker band had bent outwards. Also reported that there was a vascular complication on the right femoral side that was stented with a non-abbott graft. The device was returned to abbott and the investigation found that the inner shaft had bent damages. The blue band on the valve capsule was noted to be deformed. There were no other anomalies noted. The observed damage to the delivery system is consistent with damage during use. It is possible that the procedural condition (insertion difficulties) may have contributed to the vascular complication; however, this cannot be confirmed. Based on available information, the root cause of insertion difficulties into the patient could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no related complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was selected for implant using a large flexnav delivery system (ds). The valve was loaded and prepped per the IFU. During the procedure, the ds was unable to go through the access site because the valve capsule marker band had bent outwards. The ds was replaced and the procedure was able to be completed. There was a vascular complication on the right femoral side that was stented with a non-abbott graft. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. The patient remained hemodynamically stable during the procedure and there was no clinically significant delay. The patient is stable.